Event description:
It was allegedly reported to resmed that an airsense 10 autoset caught fire. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The airsense 10 autoset device was returned to resmed for an investigation. Visual inspection revealed evidence of water damage to the dc connector, filter cover burnt and melted, evidence of burnt and heat damage to pneumatic block motor. The investigation determined that there is no evidence that the source of ignition came from the device itself. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was allegedly reported to resmed that an airsense 10 autoset caught fire. The device was not in patient use when the reported event occurred.